Manufacturer narrative:
Despite follow up attempts, the subject device model and serial numbers have not been provided and could not be traced. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Structural valve deterioration (svd) is the most common reason for bioprosthesis failure and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this failure cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
It was reported that a (B)(6) patient was diagnosed with mitral stenosis of an edwards bioprosthetic valve after an implant duration of approximately 50 months (4 years and 2 months). A transcatheter valve was implanted within the subject failing valve (valve in valve) to treat the event, with no reported complications. It was reported that the valve was heavily calcified.